Manufacturer narrative:
(B)(4).

Event description:
Loss of therapeutic effect was initially reported. The physician was "going to deliver a 100mcg bolus to monitor pt's response." It was later reported that the cause of the event was "skin breakdown." There was infection and drainage at pump surgical incision site, that was treated with 14 days of bactrim. The pt was not hospitalized for the event but was an in-patient. The drug infused via the pump was gablofen 500 mg. The pt outcome was reported as non-serious injury/illness and recovered without sequelae.